Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-02027 for a description of the other device. It was reported to boston scientific corporation that an obtryx halo system was used during an anterior repair and sling placement procedure. According to the complainant, after the procedure, the patient presented with erosion within the vaginal wall. It is unknown whether the erosion is from the pinnacle mesh or the obtryx sling. The patient was also found to be infected with (B)(6) and at this time, the physician was referred to a dr. (B)(6) for assistance with the course of treatment for the patient. The patient was hospitalized overnight the evening of the procedure and again for a day when she came back for a cystoscopy and to be treated for the (B)(6).